Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. One maxcore disposable core biopsy instrument was returned for evaluation. The device was received in an opened product packaging tray. The product tray was examined, and a strand of material was found on the inside of the returned packaging tray. The material was further examined under a microscope and it appeared as a light brown strand of hair. The hair strand was measured and found to be approximately 16.9 mm in length. The investigation is confirmed for a foreign material in the device, as a strand of hair was found in the packaging tray. Based on the information available, the definitive root cause for the reported issue could not be determined. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that in preparation for prostate biopsy, the physician opened the packaging and found a hair inside packaging. The physician used another device to perform the procedure. There was no reported patient injury.